Event description:
The device was returned due to reported over infusion. The pump was being used on a male pt in 2008. A nurse monitored the pt at 6:30 pm to get credits and observed 10 ml left in pump, 90 mls infused. Pump reportedly over infused; should have only infused at 5 ml/hr. It was noted that 10 ml was used for priming the pump. The infusion (cardizem drip) was started at 12:50 pm the device was taken out of use and the pt was ok.

Manufacturer narrative:
Device eval results: the reported overinfusion could not be duplicated. Standard product inspection and 24-hour testing found no fault or issue with the pump. The pump's operation log was reviewed. During the time period of the reported overinfusion, the amount infused was calculated to be correct for the primary run. However, during this time period, a piggyback infusion was run for one hour at 50ml/hr. It appears that the piggyback run was infused from the primary bag. The overinfusion from the primary bag is most likely a result of the piggyback bag being hung improperly. This was discussed with hospital nursing management.